Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 54 mg/dl to 58 mg/dl at the time of the incident. Customer was treated with food. Customer had alleged that the insulin pump was over delivering because customer believes that the insulin pump was giving too much of insulin. Customer also reported that the drive support cap was protruded. The device will be returned and the reservoir will not be returned for analysis.